Manufacturer narrative:
As the explanted iol was not returned, the product evaluation was not performed. The device history record (DHR) review was performed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information received, the root cause of this event can not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation .

Event description:
Reportedly the patient experienced lens vaulting (z-syndrome) approximately 2 months post implant in the left eye. Patient reported gradual decrease in the vision on (B)(6) 2017 and the doctor noticed z-syndrome. There was inflammation and capsular fibrosis. Mild posterior capsule opacification was also observed. Patient was treated for cystoid macular edema (cme) for 6 weeks, followed by a secondary surgery where the lens was explanted and replaced with an acrylic toric lens and a capsular tension ring (ctr) was also implanted. The current patient prognosis is good,and "healing fine".